Event description:
It was reported that the patient presented for a follow-up in the clinic. It was observed that the left ventricular (lv) lead exhibited capture failure and phrenic nerve stimulation. The lv lead dislodgement was confirmed using fluoroscopy during the surgical procedure. The lv lead was explanted and replaced with a new lead. The patient is in stable condition.